Event description:
The user facility reported that during a colonoscopy with polypectomy, while the user reportedly was removing the subject device from the polyp, the transparent plastic sheath became lodged in the polyp and the metallic part detached. The polyp was bleeding. The subject device was cut at the proximal part, and the endoscope was removed. The user reportedly utilized a snare to remove the subject device from the polyp. Then clips were used to stop the bleeding of the polyp. Patient went into the observation room and was reportedly doing fine.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the report with no result. The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's report could not be conclusively determined at this time due to the absence of the device to investigate. If the device is received later and additional and significant information becomes available at a later time, this report will be updated.